Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: b7.

Manufacturer narrative:
Date sent to FDA: 09/29/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent partial removal surgery and recurrent hernia repair surgery on (B)(6) 2013 during which the surgeon noted the mesh pulled inferiorly and rolled posteriorly. He removed part of the mesh. It was reported that the patient experienced mesh migration, severe pain, discomfort and nausea. No additional information is provided.